Event description:
It was reported that after a peripheral intervention procedure, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, the device became stuck and could not be removed. The thumb advancer and clip delivery tubeset were unlocked and retracted proximally, and a cutdown was performed in the tissue tract, which freed the device for removal. Once the device was removed, the starclose se device clip was found deployed in the locator wings that were bent. The vessel was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.